Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced a shocking sensation. Imaging showed the active lead had moved out of the epidural space. The physician believed the location of the lead may have contributed to the shocking sensation. The device was removed and there have been no reports of further complications regarding this event.